Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with cystoscopy w/pubovaginal sling and urethrolysis due to sui and intrinsic sphincter deficiency. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, urinary problems , recurrence, bleeding and vaginal scarring. It was reported that the patient underwent mesh revision/removal (removal of right side of a pubovaginal sling) on (B)(6) 2011 due to pelvic pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 due to sui. It was reported that following insertion the patient experienced pain, erosion, urinary problems , recurrence, bleeding and vaginal scarring. It was reported that patient underwent mesh revision/removal (removal of right side of a pubovaginal sling) on (B)(6) 2011 due to pelvic pain.

Manufacturer narrative:
It was reported that the patient underwent removal of mesh (right side) on (B)(6) 2011.